Event description:
It was reported that the patient claimed his device exhibited a suspected malfunction. The patient reported he was frequently seen in the emergency room due unspecified issues with his pulse generator. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).